Event description:
It was reported that during an angioplasty procedure, the maverick 2 monorail balloon ruptured. The rupture occurred during the initial inflation of the balloon to 10atm. The lesion was located in the 90% stenosed left anterior descending (lad) artery. The device was removed and the physician proceeded to implant a stent without any reported patient complications. The patient's status is reported as "fine."

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.